Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital of (B)(6). E1: initial reporter address: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
T was reported that a patient was treated with continuous renal replacement therapy using an unspecified type of prismaflex set. It was reported that blood was observed in the filter pressure sensor. There was no report of patient injury or medical intervention associated with this event. No additional information is available.